Event description:
Patient was undergoing cardiac stent procedure. Ivus catheter used to view stent placement in rca. Ivus then removed and approximately 5cm noted to be missing and retained in the rca. Snare used for attempt to retrieve tip, unsuccessful. Patient required transfer to tertiary care center for possible removal of catheter tip.